Event description:
It was reported that the patient passed out and fell into the counter at the pharmacy. Follow-up was conducted, but it did not yield any additional information about this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.